Manufacturer narrative:
The product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product.

Event description:
The iab leaked. This was the only info at the time of the report. (Event complications: unknown-reported 5/27/97.) (Pt's current status:unk - rpt'd 5/27/97.)